Manufacturer narrative:
The sample is serumqc is performed once a day and the results were within the lab's established range pre and post this event.range pre and post this event. Bci field service engineer (fse) evaluated the unit and replaced the vacuum pump valve and addressed hardware issues.although hardware issues were addressed a clear root cause of this event can not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated ckmb result generated by dxc 600i access 2 immunoassay analyzer.patient sample was repeated and normal ckmb result was obtained using the same instrument. The original and repeat results are provided.the erroneous results were reported out of the laboratory and amended report was initiatedpatient treatment was not impacted by this event.